Event description:
The customer reported that their AED was displaying a warning service code 7333 depleted battery. The reported event did not occur during patient use.

Manufacturer narrative:
Although requested, the AED has not been returned and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.